Event description:
It was reported that it was discovered that the patient had cellulitis at the ipg site on (B)(6) 2013. The ipg was removed and it was reported that there was no hospitalization and no injury. For information regarding components that remained implanted, see MFR. Rep. # 3004209178-2013-03388.

Event description:
Cellulitis was discovered (B)(6) 2011, not (B)(6) 2013.

Manufacturer narrative:
Product ID 3888-56, lot # v369178, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3888-56, lot # v398029, implanted: (B)(6) 2010, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).